Event description:
It was reported that the device would fail to switch batteries after the unit had warmed up. It was also indicated that the device would power on/off by itself. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported intermittent failure. The power pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly; however, the reported condition was not duplicated. There were no errors when tested at different temperature levels. Further root cause of the reported failure was not determined.